Event description:
The customer reportedly obtained a "hi" (greater than 600 mg/dl) and "lo" (less than 10 mg/dl) on the accu-chek active s system within a ten minute timeframe. No reported actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested.